Event description:
It was reported that the ventricular lead exhibited noise. The noise could not be reproduced via isometrics and pocket stimulation. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.